Event description:
It was reported that during implant of the right ventricular lead, the physician was unable to reinsert a stylet into the lead body. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.